Event description:
Same case as MFR #s: 2134265-2009-01854, 2134265-2009-01855. It was reported that during a coronary artery bare metal stenting treatment procedure, stent damage occurred. The physician attempted to treat a pre-dilated, 90% stenosed lesion located in the severely calcified, moderately tortuous lad (left anterior descending) artery. The lesion was pre-dilated with an unk type 2.00x20mm balloon and 3.00x20mm balloon. The physician attempted to cross the lesion with three liberte bare stents; 4.00x12mm, 4.50x12mm, and 4.50x16mm. All three stent delivery systems were unable to cross the lesion. In each case, after removal from the pt, the stent struts were noted to be "deformed". The procedure was completed successfully with another liberte stent. There were no reported pt complications.

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.